Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2024. The following information was received: patient age at the time of event should be 26. Corrected information: a2. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: *was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. *what is the most current patient status?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. It was reported that the patient was admitted for the second time due to a 10 day absence of amniotic fluid detected by ultrasound after 8+months of amenorrhea. On the second day of admission, the patient underwent surgery. On the fourth day after surgery, the patient felt that the suture of the abdominal wound was broken. The doctor changed the dressing and found that one suture on the right side of the abdominal wound was broken. After disinfection, sterile gauze was used to cover the wound, and the abdominal belt was tied to reduce tension and prevent the wound from cracking, without causing discomfort. There were no patient consequences reported. Additional information was requested.